Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the size 6 percutaneous tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.

Event description:
The caller reported that a dr stated he had inserted a shiley size 6 percutaneous tracheostomy tube into a pt who developed difficulty breathing. The tube was removed and another tube was inserted. The dr stated on examination of the tube the distal rim of the tube was miss-shaped and almost crimped. The stated that it was almost a figure 8 shape.